Manufacturer narrative:
Additional information: the lesion was pre-dilated with a 2.75 mm nc medtronic balloon, with no issues noted. The exactly atm pressure applied to expand the stent and remove the delivery system is unknown as the pressure was applied but the balloon was not holding. The dial on the indeflator was turned however the pressure was not increasing and pressure was applied as fast as possible. The stent was then expanded. The stent was post-dilated with a 4.0 nc medtronic balloon and the stent expanded fully with no issues noted. The same inflation device was successfully used with other devices. Other inflation devices were attempted and the same issue persisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. The device returned with balloon folds expanded and a kink in the catheter. No evidence of necking. The balloon failed negative prep. An attempt was made to inflate the balloon to 12 atms but due to a tear in the catheter the balloon could not be inflated/maintain pressure. No other deformation evident to the remainder of the device. Image analysis: two fluoroscopic images were provided for review, showing the "dog-boning" of the stent where the balloon is not fully expanding. The images confirm the inflation difficulties. The fluoroscopic images fail to identify the cause of the inflation difficulties. Additional information: it was later detailed that another inflation device was used however the stent could still not expand properly. The stent was acting the same as it did with the previous inflation device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: both inflation devices used were non-medtronic devices. Annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that inflation difficulties occurred during the deployment of one onyx frontier coronary drug-eluting stent. The lesion being treated was non-tortuous, mildly calcified with 80% stenosis in the proximal circumflex (cx) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a 2.75 mm nc balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Optical coherence tomography (oct) was performed with no visible intraluminal calcium. During balloon inflation, difficulties were encountered as the stent balloon would not inflate above 2 atm initially. It was believed that there was a hole in the balloon. The stent began expanding at the edges before achieving full expansion. Pressure was continuously applied and the stent was expanded enough to remove the stent delivery system. The stent was post-dilated with a 4.0 nc balloon and the stent expanded fully. No patient complications have been reported as a result of this event.